Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2022. During the procedure, the device was checked, and it was working fine; however, when the clip was used it didn't deploy. Additionally, the handle didn't open or close. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. No further information has been able to be obtained despite good faith efforts.

Manufacturer narrative:
(B)(4).